Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a cfs leak. It was also stated the patient would have a catheter revision. Patient and device information was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.